Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2016-03517, 2134265-2016-03852, and 2134265-2016-03853. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified lesion. During a procedure, an opticross imaging catheter was used in conjunction with an ilab and a sled. Upon pullback, the automatic pullback has stopped. Reconnection of the opticross was done, however, the issue was not resolve. The physician removed the opticross and replaced it with another opticross&#11040;however, same issue occurred. The procedure was completed with another opticross&#11168;no patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. No issues were found, the device appears to be in good conditions. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was not found within the telescope section of the device. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Based on the x-ray images, the electrical failure was a result of a broken coax cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-03517, 2134265-2016-03852, and 2134265-2016-03853. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified lesion. During a procedure, an opticross¿ imaging catheter was used in conjunction with an ilab and a sled. Upon pullback, the automatic pullback has stopped. Reconnection of the opticross¿ was done, however, the issue was not resolve. The physician removed the opticross¿ and replaced it with another opticross¿, however, same issue occurred. The procedure was completed with another opticross¿. No patient complications were reported and the patient's condition is good.